Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and verified the problem stated by customer. The fse observed the iabp alarming "gas loss" and "leak in iabp circuit", and found the pim module to be the problem. To fix the issue, the fse removed and replaced the pneumatic module assembly (p/n: 0997-00-1178), reassembled and performed all functional check and calibrations. The iabp passed all tests and was released to the customer ready for clinical use.

Event description:
Customer reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "gas leak in iabp circuit". No patient information was made available. There was no harm or adverse event reported.